Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No further information is expected to be received regarding this event. Should additional information become available, aga medical will file a supplement report.

Event description:
According to the initial information received, the subject was successfully implanted with an 18mm amplatzer septal occluder (aso) on (B)(6) 2011. The subject was found to be in atrial fibrillation during cardiac rehab on (B)(6) 2011. Coumadin was initiated and cardioversion was scheduled for (B)(6) 2011. Lovenox was administered on (B)(6) 2011 and cardioversion was planned for (B)(6) 2011 if inr >2. This event is being reported as further medical intervention (cardioversion) was required to alleviate the arrhythmia. This event has not yet been adjudicated by aga medical's data safety monitoring board (dsmb).